Event description:
After successful deployment of the stent, the delivery catheter was withdrawn through the sheath and the catheter tip became detached. The tip stayed in the introducer sheath and was removed. It was reported that the thumb slide was not retracted and locked, as per the IFU, prior to removing the catheter system.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection confirmed that the thumb slide was not retracted and locked as per the IFU. The stent had been deployed. The tip detached from the ratchet at the ratchet stem. There was visual evidence of the tip overmold interacting with the introducer sheath when the device was withdrawn. The ratchet showed no damage. A CAPA for this event type has been opened and a user notification was distributed to remind the physicians to follow the IFU when withdrawing the delivery system. The physician has been retrained.